Event description:
It was reported that the patient experienced stimulation or a "kicking" sensation in their abdomen during the chronic lead testing (impedance measurement testing). The chronic lead trending was programmed off to eliminate the stimulation and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).